Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications. The controller passed visual examination and functional testing. However review of the controller log files show a power disconnect alarm between (B)(4) and controller. This was most likely due to a communication anomaly between battery and controller. Heartware is currently investigating the anomalies in communication between batteries and controller. There were no reported adverse patient effects in relation to the reported event. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient was seen for a routine clinic visit. It was noted in the alarm log that he had a single 'power disconnect' alarm. The patient was unaware of the alarm occurring or being an issue. Per the log-file analysis, there seemed to be a communication error with the battery and it was recommended to replace the battery.